Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor, intended for use in treatment, has not been returned for evaluation. Without the reported product and pertinent clinical details a thorough evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchors broke when being inserted. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: insertion site not properly prepared prior to implantation. Excessive force during insertion. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported 4.5 footprint ultra pk anchor assembly intended for use in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The anchor has broken at the suture slot. The break is angular in nature. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the appropriate drill. Use of excessive force during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopic rotator cuff surgery, the anchor of the second row broke during impaction into patient's shoulder. There were several free pieces into the patient's shoulder, pieces were removed using a punch and a new anchor was implanted. No significant delay or patient injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the anchor of the second row broke during impaction into patient's shoulder. There were several free pieces into the patient's shoulder, pieces were removed and a new anchor was implanted. It is unknown if a delay was caused by the device malfunction, but no patient injuries were reported.